Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with underlying cardiac and systemic comorbidities. The patient was enrolled in the impact study. The patient was supported for on the 5.5 for just under 17 days when weaned/explanted. Afterwards the impact study reported upon an ae with "definite" relationship to the impella procedure of tracheostomy. The field rep was aware of tracheostomy but noted it was performed to optimize patient after being on ventilator support for multiple weeks. The procedural outcome was the patient survived surgery.